Manufacturer narrative:
The device was returned and analyzed. Based on the results of the analysis, section d4 was updated from the percutaneous lead to the ipg. Investigation found a component failure that caused an unexpected stimulus affecting the pulse amplitude. However, the safety mechanism of the ipg behaved as expected and the stimulation was turned off. The device was explanted and the patient was reimplanted with another ipg. Follow up indicated that the patient continued to use therapy with no sequelae. This is the first report of this type of failure. Investigation concluded that this is an isolated event.

Event description:
The devices were returned and analyzed.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. Analysis of the returned device is in progress.

Event description:
It was reported to nevro that the patient¿s leads migrated and were causing a shocking sensation in their legs. The device was removed and there have been no reports of further complications regarding this event.